Event description:
It was reported that the bag in the cassette appears to be leaking. Also, residues of antibiotics are still in cassette. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, sample was received in used conditions without its original package, decontaminated and inside in a plastic bag. Visual inspection results: the sample unit was received without blue clip and without luer cap, no damages or workmanship defects were appreciated functional testing: the sample was fill whit 100 ml of colored water using a syringe following the IFU as (B)(4) rev 100 IFU, cassette, (B)(4). To detect any leakage. Results: the sample unit present a leak in the ay bag. It was detected that there is a leakage coming from the bag sealed perimeter, therefore it is confirmed the failure mode reported . The root cause was traced to manufacturing process: procedure not followed: the form related to the procedures pm(B)(4), for to register units with leak were not filling up, as well the method to test the units in process was not followed as is required, forcing the equipment to release parts with potential leak condition. Action taken: pm(B)(4) was update from rev 120 to rev 121 to clarify the steps to segregate the cassettes when the leak test fail. The format pm(B)(4) was updated to record the fails detected in the leak test process. Complete on (B)(6) /2021, action was implemented after manufacturing date lot reported. Any relevant dmrs, ncrs, ets, etc. Batch review was conducted in the lot number reporter it was not identified any non-conformance or deviation related to the failure mode reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, sample was received in used conditions without its original package, decontaminated and inside in a plastic bag. Visual inspection results: the sample unit was received without blue clip and without luer cap, no damages or workmanship defects were appreciated functional testing: the sample was fill whit 100 ml of colored water using a syringe following the IFU as 10011890-002 rev 100 IFU, cassette, (B)(4). To detect any leakage. Results: the sample unit present a leak in the ay bag. It was detected that there is a leakage coming from the bag sealed perimeter, therefore it is confirmed the failure mode reported . The root cause was traced to manufacturing process: procedure not followed: the form related to the procedures pm(B)(4), for to register units with leak were not filling up, as well the method to test the units in process was not followed as is required, forcing the equipment to release parts with potential leak condition. Action taken: pm(B)(4) was update from rev 120 to rev 121 to clarify the steps to segregate the cassettes when the leak test fail. The format pm(B)(4) was updated to record the fails detected in the leak test process. Complete on 14/apr//2021, action was implemented after manufacturing date lot reported. Any relevant dmrs, ncrs, ets, etc. Batch review was conducted in the lot number reporter it was not identified any non-conformance or deviation related to the failure mode reported.

Event description:
It was reported that the bag in the cassette appears to be leaking. Also, residues of antibiotics are still in cassette. No patient injury was reported.